Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal for the dissector balloon was disengaged and pushed into the cannula. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that the trocar balloon was inflated, no leaks detected. The dissector balloon could not be inflated due to the disengaged seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the disengaged circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal, when the trocar was in the extra peritoneum space, the balloon physically broke and fell into the patient¿s cavity when the optics was inserted. The or-nurse checked that all the parts of the broken device were visible not inside the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal, when the trocar was in the extraperitoneum space, the balloon physically broke and fell into the patient¿s cavity when the optics was inserted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.